Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was bent and replaced and ratchet not working and lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional related reports: 0001526350-2023-01562, 0001526350-2023-01564, 0001526350-2023-01565, 0001526350-2023-01566. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that the 2:1 roller was tight. When the dr. Checked the instrument, they noticed with grill was bent. They tried to unbend it. They managed to use it for the case but noticed the ratcheting handle was also not working like it was supposed to. Event occurred prior to surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.